Event description:
The customer contacted physio-control to report that during a recent patient event, their device continually gave a "connect electrodes" message while attempting to obtain the patient's ECG rhythm via paddles lead ECG. This indicated that the patient was not being detected and, as a result, defibrillation may not be possible. The patient, a female (age unknown), had been down for approximately 6 hours prior to the first responders arrival. Medical personnel attached a set of quik-combo defibrillation electrodes (part number, lot code and expiration date unknown) to the patient via a quik-combo therapy cable. The cable was connected to the device and it was powered on. Medical personnel immediately received a "connect electrodes" message. The device power was then cycled to see if that resolved the issue; however, they again received a "connect electrodes" message. Medical personnel then removed the quik-combo defibrillation electrodes from the patient and connected a 4-lead ECG cable. Via the ECG leads, the customer confirmed that the patient's heart rhythm was asystole. The patient did not survive the event; however, the deputy chief (certified emt) who was on scene advised that the device use did not contribute to the patient's outcome because the patient was confirmed to have an asystolic heart rhythm and had been down for approximately 6 hours. Additionally, upon arriving on scene it was noted by first responders that the patient was showing signs of rigor mortis.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer advised that the quik-combo defibrillation electrodes were disposed of after the event, so they were not available for evaluation. The cause of the reported issue could not be determined.